Event description:
It was reported that the patient developed a systemic infection. The right ventricular (rv) lead was removed with the rest of the pacemaker system. The patient¿s condition remained stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).